Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected battery out limit alarms or resetting time and date occurred during our testing. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly during our visual inspection. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown. Customer stated the pump alarm during normal use. Customer was explained the battery out limit alarm during normal use bay indicate a loose battery cap. Customer was assisted with reprogramming time/date. The customer reported via phone call indicating that the insulin pump had moisture damage and damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is condensation on the inside of the pump. Customer stated there is fluid under the lcd display. Customer reported that there is crack in the lower left corner of the screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.